Event description:
It was reported that the device broke. This may suggest that the dart detached from the suture. There were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment. Block h11: upon receipt at our quality assurance laboratory, this capio slim device underwent a thorough analysis. Visual inspection of the device did not reveal any anomalies. Upon functional inspection, after deploying the device, the dart didn't detach from the device, but the cage was unable to catch the sutures. A dimensional inspection was also performed, which determined that the spring catch was out of specification. Based on the information available and analysis results, the reported event of "dart detachment" could not confirmed. After visual and functional inspections in the complaint device, the dart didn't detach from the device after the deployment, and it is not possible to identify any evidence of either the alleged issue or any defect on the device. Additionally, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, all compiled information on this investigation determines that the most probable cause is "no problem detected". Regarding the event of cage failure to catch the needle, an investigation is in place to address this problem and concludes that the root cause lies in the design phase, where the interaction between the dart and the spring catch was not appropriately considered, leading to an inconsistent and insufficient tolerancing arrangement. Therefore, the investigation concluded that the most probable cause for this event is "cause traced to device design," and this is the most probable cause assigned to the reported event overall.

Manufacturer narrative:
B3: date of event approximated based on the date the manufacturer became aware of the event. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that the device broke. This may suggest that the dart detached from the suture. There were no patient complications reported.